Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed to detect door closed. There was no patient involvement.

Event description:
It was reported that the device had failed to detect door closed. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issue of ¿failed to detect door closed¿ was confirmed, attributed to the door sensor connector on the ail assembly. On 27nov2024, the pump module was received unboxed and with paperwork. An internal visual inspection of the source device identified the ail assembly door sensor connector not properly seated. Testing demonstrated the pump module door sensing closed once the door sensor connector was properly seated. The pump module will be returned to bd san diego repair center for normal processing. No repair necessary as the issue was addressed in the ops engineering lab. The report of the investigation to be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.